Manufacturer narrative:
The log analysis had shown that the patient was over irradiated 40 times more (200mas) that than set mas value of 5mas. During the bassin ap bb protocol an error had occurred causing the generator to lock due to a high dose checker. A message had been displayed stating 'generatorlock.lock'. In addition to another message 'kvp and/or mas values too high for selected protocol'. The following warning message was displayed to warn the user to check the irradiation conditions: acquisitongridexposure.confirmhighdoseexposure. The user had ignored the high dose checker message and had executed the x ray using the incorrect irradiation conditions set to 40 times the amount (200mas). The root cause of this incident was due to the user ignoring the warning pop up messages after the protocol acquisition error had occurred and continued to execute the x ray without manually checking the irradiation conditions set. A service engineer had visited the hospital and completed tests to ensure that the system is working as intended. The system is currently in use. No further issues have been reported. Training is planned for the customer to ensure that they follow the manual and to check exposure conditions.

Event description:
Samsung was notified of an incident that had occurred at the (B)(6) hospital, france on the 21/09 during a pelvic x ray examination for a 2 year old patient. The incident had occurred due to a protocol acquisition error whilst preparing for shooting the protocol: bassin ap bb. The incident was reported to the nuclear safety authority (asn) by the hospital on 22/9 as the patient had received 204ma irradiated under the condition of 70.4kv. The user had ignored the the x-ray over-exposure prevention function and had continued shooting under the wrong setting conditions(200mas).